Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for evaluation. Testing found that the imaging system would not ready motion capabilities. It was noted that the leds were not illuminated and the controller was not receiving power.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system door could not be opened. It was reported that a successful spin was taken with the system, but when attempting to move the system away from the patient, the door would not open. The system was rebooted twice and the issue was then resolved. The procedure was completed successfully with the system after a reported delay of 15 minutes. The patient was not impacted.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for evaluation. Testing found that the imaging system would not ready motion capabilities. It was noted that the leds were not illuminated and the controller was not receiving power.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for evaluation. Testing found that the imaging system would not ready motion capabilities. It was noted that the leds were not illuminated and the controller was not receiving power.